Event description:
It was reported that the patient was receiving inadequate stimulation. It was noted that both of the patients spinal cord stimulation (scs) leads displayed high impedances. The patient underwent an explant of the entire system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); lot: 7070940. Product family: scs-ipg-r-MRI: upn: m365sc12320; model: sc-1232; serial: (B)(6); lot: 512749.